Manufacturer narrative:
We are waiting for add'l info from distributor.

Event description:
The laser system has the following problem: "laser shut does several times and displayed low power". No adverse effects to pt were reported.